Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported through the japan tavi registry, approximately 1 year post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia valve in the native aortic position, the patient was readmitted to the hospital. Per report, the reason for readmission was directly associated with the sapien valve. No additional information is available.

Manufacturer narrative:
A supplemental MDR is being submitted due to administrative review. Sections b4, g3, g6, h2, h6: investigation findings, investigation conclusions and h11 have been updated. Additions to section h6: type of investigation. Patients undergoing transcatheter valve replacement (tvr) procedures typically present with significant comorbidities and complex cardiovascular histories. Many also have limited cardiac reserve, which can impair recovery following the procedure. After tvr, patients are closely monitored, including routine assessments of implanted devices. In this case, it was reported that approximately 12 months post tavr, the patient was readmitted due to an unspecified cardiovascular event. There were no additional details provided, including any allegation of valve relationship. The term ''cardiovascular event'' does not inherently imply involvement of the aortic bioprosthesis or the procedure itself. As a result, the specific nature of the event and any potential relationship to the valve cannot be determined. Consequently, the definitive cause and/or contributing factors for this event (e.g., underlying comorbidities) cannot be determined. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edwards device. Should additional information become available, it will be reviewed and the file will be updated accordingly. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, no corrective or preventative actions are required at this time.